Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen; the force sensor pins were fully inserted into the sockets. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
Force sensor connection issue was observed during investigation.